Event description:
An endurant stent graft system was implanted in a patient for an endovascular treatment of an abdominal aortic aneurysm. The physician decided the leave the taper tip at the iliac aneurysms and to not remove. The patient now has isolated iliac, the patient was walking three days after surgery and did not have any serious adverse effects on patient. It was reported that after deployment of the bifurcated stent graft, the physician tried to pull out the delivery system however, the tip of the conical shaft was found broken. Since the iliac artery is large the physician had already put a coil just distal of the artery which is why the physician decided to leave the tip in vitro. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned angio images during portions of the implant show that the aneurysm was very tortuous. The proximal neck was severely angulated (>90deg) and the left common iliac was aneurysmal (approximately 6cm dia). There is iliac artery narrowing at the origin of the left common iliac, and especially at the origin of the left external iliac. An angio image which shows that the distal end of the ipsilateral limb was placed into the aneurysmal left common iliac, followed by an iliac extension placed into the left external iliac. The contra limb and extension were placed into the right external iliac. Both internal iliacs appear to have been coiled. The detached tip/sleeve from the bifurcate delivery system is seen remaining within the left common iliac artery; the proximal end of the tip is near the limb extension and the distal (sleeve) end is possibly within the left internal iliac artery. The precise location of the break could not be determined; it could not be confirmed how much of the guidewire lumen was attached to the tip/sleeve that was left in the patient. The cause of the detachment could not be determined; images showing the bifurcate implant, delivery system removal, and actual tip detachment were not provided. It is possible that patient anatomy or a procedural issue may have contributed to the tip detachment.

Manufacturer narrative:
(B)(4). Method: film. Results: inherent risk of procedure (tip detachment, removal difficulties); failure to follow instructions (implanting with a greater than 60 degree angulation); patient's condition affected effectiveness of device (anatomy related; tortuous iliac arteries). Conclusion: known inherent risk of a procedure (tip detachment, removal difficulties); off ¿label, unapproved or contraindicated use (implanting with a greater than 60 degree angulation); device failure/lack of effectiveness related to patient condition (anatomy related; tortuous iliac arteries).